Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, sh127-105-25, hall primecut cassette 1.27 x 105 x 25 mm, was being used during a tka procedure on (B)(6) 2024 when it was reported, ¿it was reported that the tip of the blade broke while it was being used in the tka surgery. The wound was closed and then reopened to remove the broken blade fragments.¿ further assessment has been requested to determine why the fragmentation was not removed during the initial procedure; however, to date, a response has not been received. This report is being raised due to the reported injury of secondary procedure to retrieve fragmentation. Update: recvd 26jul24, reporter states, "after the wound was closed, an x-ray showed a fragment, so the wound was reopened and the fragment was removed before the patient recovered from anesthesia."

Manufacturer narrative:
Evaluation of the returned used device, item sh127-105-25, confirmed the reported problem and found blade teeth damage broken off. Root cause cannot be determined, however, based upon evaluation of the device and IFU.; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, sh127-105-25, hall primecut cassette 1.27 x 105 x 25 mm, was being used during a tka procedure on (B)(6) 2024 when it was reported, ¿it was reported that the tip of the blade broke while it was being used in the tka surgery. The wound was closed and then reopened to remove the broken blade fragments.¿. Further assessment has been requested to determine why the fragmentation was not removed during the initial procedure; however, to date, a response has not been received. This report is being raised due to the reported injury of secondary procedure to retrieve fragmentation. Update: recvd 26jul2024, reporter states, "after the wound was closed, an x-ray showed a fragment, so the wound was reopened and the fragment was removed before the patient recovered from anesthesia."